Event description:
The acetabular reamer shaft broke at the reamer chuck drill connection post while reaming the acetabulum.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding acetabular reamer handles with broken chuck drill connection posts was reported. The event was confirmed. Device evaluations were performed by the vendor, who confirmed the reported event via visual inspection. The device showed signs of use, wear, and damage and was unremarkable. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been similar reported events for the reported lot code. The root cause of those events was presumed to be that the device has been used to the full extent of its useful life. The investigation concluded that the broken chuck drill connection post was caused by user misuse.

Event description:
The acetabular reamer shaft broke at the reamer chuck drill connection post while reaming the acetabulum.